Manufacturer narrative:
Complaint is inconclusive. Verbal complaint; device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of nine complaints, regarding nine devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. It is standard medical practice to inspect and/or test all medical equipment prior to use. The IFU also advises the user is of warnings, cautions and techniques including the following: -reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. -unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. - carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. -upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. · warnings: failure to separate the vaginal cup from the tissue may result in detachment of the cervical cup and/or patient injury. ·do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. ·check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove vcare and replace it with a new vcare unit. The user is advised not to use this device for removal of the uterus. The instructions for use (IFU) states that the device is for manipulation only. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported an issue with the vcare, item # 60-6085-201a, lot # 201809241, that occurred (B)(6) 2018. It was initially reported that during the procedure, the cup broke off inside the patient but that they were able to remove all the pieces. It is indicated that there was no impact or injury to the patient and the procedure was successfully completed but with a delay. Additional information obtained indicates that during a total laparoscopic hysterectomy, after being in place for 1hr 40mins and while removing the uterus, the green cup broke. The balloon was removed in one piece and the green cup broke off the manipulator in one piece, all pieces were removed intact. The vcare had been left in the uterus while the uterus was being removed. The additional information clarified that there was no delay and the procedure was successfully completed with removing one of the pieces laparoscopically and one removed vaginally. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.